Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low ca2 calcium gen.2 result for one patient sample. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 2.3 mg/dl and was reported outside of the laboratory. A complaint regarding the result was received from the ward and the primary sample was repeated with a result of 7.8 mg/dl. There was no allegation of an adverse event. The reagent lot number was 22142501 with an expiration date of 31-may-2018. As the provided calibration and qc data was acceptable, a general reagent issue could be ruled out.

Manufacturer narrative:
The field service representative cleaned all sample and reagent probes, rinse nozzles and tubing, rinse station, water bath, and filters. He checked the gear pump and ran a mechanism check, performed and air purge, and ran controls. The customer replaced the cuvettes and performed a cell wash/cell blank. Follow up confirmed no further issue occurred after the service actions.